Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d4: catalog number: a complete catalog # is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: initial reporter first name and last name: unknown/not provided. Section e1: establishment address: unknown/not provided. Section e1: email address: unknown/not provided section e1: initial reporter: telephone number: unknown/not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was observed to have a deflated and contaminated inner layer during preparation for lens implantation surgery. The patient underwent surgery with a replacement intraocular lens after the device was promptly substituted. There was no delay in treatment or other interventions performed. No further information was provided.